Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the reported findings in the device evaluation found the customer¿s allegation was confirmed. The operator channel was perforated. Additional device evaluation findings were as follows: due to damage on channel tube, water tightness was lost, due to wear of the angle wire, bending angle in right direction did not meet the standard value, and due to wear of the angle wire, bending angle in down direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope operator channel was perforated. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found that there was a gap of adhesive on the distal end / stain entered inside the lens through the gap and there was also a gap between the acoustic lens and the ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.